Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "do not apply excessive pressure on trigger mechanism while drilling. Fracture of guide arm or drill assembly is possible." The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on (B)(6) 2011, with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and the user facility report referenced in this medwatch are for the same patient, part number, and event. This report submitted february 28, 2011.

Event description:
It was reported that patient underwent a pectoralis minor muscle repair procedure utilizing a bone tunneling device on (B)(6) 2011. During the procedure, the tip of the device fractured in the patient's bone. The surgeon was able to retrieve the tip from the patient's bone without injury to the patient or significant delay to the procedure.

Event description:
It was reported that patient underwent a pectoralis minor muscle repair procedure utilizing a bone tunneling device on (B)(6) 2011. During the procedure, the tip of the device fractured in the patient's bone. The surgeon was able to retrieve the tip from the patient's bone without injury to the patient or significant delay to the procedure.